Event description:
The customer observed imprecise alinity I tsh results generated on the alinity I am processing module for four patient samples. The results were questioned by the physician. The samples were repeated on another alinity I processing module. The following data was provided: customer¿s normal reference range: 0.300 to 5.000 iu/ml. Sid (B)(6), initial result = 0.191 iu/ml, repeat result (different alinity I analyzer) = 2.690 iu/ml sid (B)(6), initial result = 0.209 iu/ml, repeat result (different alinity I analyzer) = 1.944 iu/ml sid (B)(6), initial result = 0.257 iu/ml, repeat result (different alinity I analyzer) = 0.092 iu/ml sid (B)(6), initial result = 0.159 iu/ml, repeat result (different alinity I analyzer) = 2.484 iu/ml there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of alinity I tsh reagents was reviewed using field data from customers worldwide. The median patient result for lot 62674ud00 is comparable with other lots in the field confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I tsh reagent lot 62674ud00 was identified.

Event description:
The customer observed imprecise alinity I tsh results generated on the alinity I processing module for four patient samples. The results were questioned by the physician. The samples were repeated on another alinity I processing module. The following data was provided: customer¿s normal reference range: 0.300 to 5.000 iu/ml. Sid (B)(6) initial result = 0.191 iu/ml, repeat result (different alinity I analyzer) = 2.690 iu/ml. Sid (B)(6) initial result = 0.209 iu/ml, repeat result (different alinity I analyzer) = 1.944 iu/ml. Sid (B)(6) initial result = 0.257 iu/ml, repeat result (different alinity I analyzer) = 0.092 iu/ml. Sid (B)(6) initial result = 0.159 iu/ml, repeat result (different alinity I analyzer) = 2.484 iu/ml. There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.